Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint was not needed. The event was captured in pr (B)(4). This MDR will be voided.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # unknown. Batch # unknown. It was reported by customer that medication connector and injector (both parts), "married up", became unscrewed from pump cartridge and needless adapter and began to spill in the floor. Verbatim: rcc received a complaint via email. Email(s) attached. Chemo is sent by chemo pharmacy to nurse with a no-spill injector that can only flow if connected to the phaseal connector. Once this happens, the nurse may unclamp and begin infusion. Nurse was about to start chemo on a patient and medication connector and injector (both parts), "married up", became unscrewed from pump cartridge and needless adapter and began to spill in the floor. The nurse immediately reached up and clamped the tubing. Chemotherapy is primed with normal saline therefore one can assume that what is wasted is saline if the infusion was immediately clamped.